Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 202) was confirmed. The root cause was a defective back-up battery that was unable to hold a charge. The root cause for the defective backup battery could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.